Event description:
It was reported that the device would not power on ac or dc source. There was no report of patient involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface pcb, system controller pcb and the user interface pcb to the system/memory pcb flex cable assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and found no functional failure with the system or user interface pcb assemblies. Physio determined the root cause of the malfunction to be the user interface pcb to the system/memory pcb flex cable assembly, the p21 pin c1 had a broken solder connection to the flex.